Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during a cholangioscopic lithotripsy procedure performed in the biliary tract on (B)(6), 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 2 minutes into the procedure. Reportedly, the image was lost during crushing with electrohydraulic lithotripsy (ehl). The procedure was not completed due to this event. There were no patient complications reported as a result of this event.